Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that their implantable cardioverter defibrillator (ICD) exhibited noise oversensing, resulting in pacing inhibition. No intervention was performed, and the patient was stable.